Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During evaluation a flow accuracy test was performed and failed. The reported condition was verified. The cause of the reported condition was a failing mechanism component. To resolve the issue, the mechanism assembly will be replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump malfunctioned. During norepinephrine infusion, a rapid drop in blood pressure occurred. The patient¿s mean arterial pressure dropped to 49 mmhg. Despite increasing the flow rate from 38 mcg/minute to 100 mcg/minute, the pressure did not increase. The pressure only increased after administering phenylephrine and replacing the pump and tubing. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.